Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported tubing kinks during use.

Manufacturer narrative:
Investigation results: it was reported by customer that there was kinking going on both while the tubing was in the packaging, during bag spiking and also while on the patient. Our quality engineer inspected the photos submitted for evaluation. The reported issue tubing kinked was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.